Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The remaining battery status during the routine follow-up illustrated an estimated longevity of six years, while the previous estimated longevity, approximately 1.5 years earlier, showed 11.5 years. The patient is to be enrolled in the latitude remote monitoring system for continued device reviews. No intervention required at this time. The device remains implanted and in service. Subsequent information was received the device was explanted without any further clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The remaining battery status during the routine follow-up illustrated an estimated longevity of six years, while the previous estimated longevity, approximately 1.5 years earlier, showed 11.5 years. The patient is to be enrolled in the latitude remote monitoring system for continued device reviews. No intervention required at this time. The device remains implanted and in service.